Manufacturer narrative:
Information references the main component of the system and other applicable components: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 37085-60, serial# (B)(4), implanted:(B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2014,product type: implantable neurostimulator.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient went for device follow up and reported feeling the extensions were tethering. It was further reported that the extensions were replaced. The patient status at the time of the report was alive-no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.